Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the location of the pocket. The implantable pulse generator (ipg) was revised and remains in use. No further patient complications have been reported as a result of this event.